Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call the tubing was blacked. The customer¿s blood glucose level was 428mg/dl at the time of the incident, the customer declined to trouble shoot had a granola bar. The customer was advised to monitor and call back if issues reoccur. The product was not returned.